Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coelioscopy procedure, the device did not work properly because of the clips are not closing completely. There was a need for patient to have extended hospitalization. Another device was used to complete the procedure.